Manufacturer narrative:
The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device was requested but not yet returned. If device is returned to nwm, an addendum will be filed to capture evaluation.

Event description:
Fluid pressure.